Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent drain task incomplete alarms despite manual purge - iabp exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "persistent drain task incomplete alarms" was confirmed upon field service. The product was not returned for investigation. According to the service report, a brass fitting of the pcs assembly was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete drain tasks. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "persistent drain task incomplete alarms despite manual purge - iabp exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".